Manufacturer narrative:
A device history review could not be performed as the lot number was not provided and the driver is not available for return, as it was discarded. Additionally, photos of the damaged instrument were not provided. The reported allegation of broken driver tip left in-situ cannot be confirmed at this time. A root cause could not be determined due to lack of physical inspection and device history review. No further information is available at this time.

Event description:
On (B)(6) 2020 the patient underwent a tlif procedure using the skipjack expandable system. It was reported to seaspine that during the procedure the height expansion driver broke intraoperatively, and the tip remained within the implant in-situ. There was no indication of patient injury. No additional event information is available.